Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing left bundle branch block (lbbb). Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the delivery system was re-positioned several times. The valve was partially re-sheathed four times. The valve capsule appeared to be slightly expanded. Fluoroscopy indicated there may have been a rupture in the native valve leaflets and sinus of valsalva, though this was not confirmed. The valve was fully released at 3-4mm from the non-coronary cusp (ncc). The patient's lbbb persisted, and the patient had a stroke. The activating clotting time (act) was checked at 291 seconds. Blood clots were inside the integrated sheath after being retracted from the patient. Post-procedure the patient had difficulty speaking. The patient was sent to the neurology department for treatment and follow-up. The patient status was hospitalization.

Manufacturer narrative:
An event of slightly expanded valve capsule and thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the reported improper or incorrect procedure or method was due to re-sheathing the valve four times. The cause of the reported expanded valve capsule is likely related to procedural factors (four times of valve re-sheathing) contributed to the reported event; however, this cannot be confirmed. The cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing left bundle branch block (lbbb). Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the delivery system was re-positioned several times. The valve was partially re-sheathed four times. The valve capsule appeared to be slightly expanded. Fluoroscopy indicated there may have been a rupture in the native valve leaflets and sinus of valsalva, though this was not confirmed. The valve was fully released at 3-4mm from the non-coronary cusp (ncc). The patient's lbbb persisted, and the patient had a stroke. The activating clotting time (act) was checked at 291 seconds. Blood clots were inside the integrated sheath after being retracted from the patient. Post-procedure the patient had difficulty speaking. The patient was sent to the neurology department for treatment and follow-up. The patient status was hospitalization.